Event description:
It was reported that bd alaris¿ lvp 20d dehp 2ss cv tubing came apart while in the pump. The following information was provided by the initial reporter: it was reported to me that there was an incident in which IV tubing came apart while in the pump.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing separated, and returned one picture of the failure. The photo shows the separation at the upper fitment, and the complaint is verified. The separation occurred in the middle of silicon tubing, the ring retainer was still attached to the upper pump fitment. The ring retainer also still has silicon tubing attached underneath it. With this evidence, the root cause cannot be traced to manufacturing. The root cause for this failure is unknown without a sample investigation in the lab. The root cause for pump segment issues can sometimes be traced to set loading. Device history record review for model 2420-0500 lot number 22103574 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that bd alaris¿ lvp 20d dehp 2ss cv tubing came apart while in the pump. The following information was provided by the initial reporter: it was reported to me that there was an incident in which IV tubing came apart while in the pump.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.